Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to a fracture. During a replacement of an implantable cardioverter defibrillator (ICD) the lead was replaced.